Event description:
The event involved a smallbore ext set w/microclave, clamp, rotating luer. The reporter stated that a black spot can¿t be flushed and occurred during infusion. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Manufacturer narrative:
Received and visually inspected one used list #011-c3302, 7" (18 cm) appx 0.24 ml, smallbore ext set w/microclave®, clamp, rotating luer (lot #5616516). As received, burnt plastic was found embedded in molded tubing fitment of the male luer. This would fail visual inspection criteria. No other damage or anomalies were identified. No particulates were observed in the fluid path the of the extension set. This type of cosmetic defect can occur during plastic injection molding and is cosmetic in nature and does not affect the form, fit, or function of the device. The reported complaint can be confirmed. The probable cause is due to an error during injection molding in salt lake city. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information: d9 device returned to manufacturer on 3/10/2022.